Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery due to a possible reservoir and/or infusion set occlusion. The customer stated that he had delivered about 3.15 units of insulin of the 3.4 units he had programmed, but the delivery was interrupted by the no delivery alarm. He stated that the motor error alarm followed thereafter. The customer's blood glucose was 282 mg/dl. The customer was unable to troubleshoot at the time of the call, as this was a past event. The cause of the issue could not be determined. He stated that he was unsure whether he was doing something wrong. He stated that he would like to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.